Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was tested and found to be slow to detect an occlusion while on the high setting. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement associated with this event. No additional information is available.